Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that hcp saw pt and pt reported not using stim for gastrointestinal pain. Pt will be met to try reprogramming (B)(6) 2021. Additional information received from the manufacturer representative reported that the patient was programmed using dtm group a. The contacts only hit group a targets and the impedance check was unchanged. Additional information was received from the manufacturer representative, they reported that the patient was scheduled to have device explanted on (B)(6) 2022

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.